Event description:
It was reported that a ureteral axxcess catheter device was used during a procedure. Reportedly, the catheter had a cut making it difficult to insert and handle the product. No further information was reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of catheter break. Block h11: investigation results the returned axxcess ureteral catheters was analyzed, and a visual evaluation noted that the device returned detached in two pieces and kinked. Microscopic examination was performed under magnification, and it was noticed that device was detached and kinked. With all the available information, boston scientific concludes that the reported event was confirmed. Upon analysis, it was found that the axxcess ureteral catheters was detached into two pieces and presented kinking. This could be related to handling and manipulation of the device during procedure. It is probable that an excess of force applied to the device such as operational factors during their use could lead to detach and kink. Based on the investigation results, an investigation conclusion code of adverse event related to procedure was assigned to this investigation since the adverse event occurred during the procedure and the device had no influence on the event.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of catheter break.

Event description:
It was reported that a ureteral axxcess catheter device was used during a procedure. Reportedly, the catheter had a cut making it difficult to insert and handle the product. No further information was reported.